Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
A home patient (hp) contacted global technical services regarding a removing an empty supply bag and adding another to the same line this occurred on the home choice (hc) unit during last fill. The technical service representative (tsr) assisted the hp with ending therapy and explained that it was not ok to remove a bag and put a new one on the line, and that the hp should follow up with their nurse. There was no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - reuse of single-use product issue. Complaint is confirmed because it is reported patient reused the supplies (removed the empty supply bag and added a new bag on the same line) during therapy, which is a use error. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.